Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood present in the manifold, inflation lumen, guidewire lumen and the balloon. There was contrast present in the inflation lumen and balloon. The balloon was loosely folded, and there was tip damage to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 21mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.